Event description:
Patient presented to the physician with ongoing right-sided chest and rib pain. Imaging was performed, which showed that the sensing lead may have migrated into the pleural space, causing the pain. The patient has been taking medication to address the pain.

Event description:
Patient presented back to the physician after confirmation that the sensing lead had migrated into the pleural space, causing pain. Physician brought the patient into the or and explanted the entire inspire system.